Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. On (B)(6) 2017, the patient checked their bg with a meter to find out that the values were inaccurate. On (B)(6) 2017, the patient stated that they ended up with low glucose values and started experiencing trembling and narrowing of vision. The patient treated himself with 6 (B)(6) and half a can of fruit juice. At the time of contact, the patient was doing fine. Additional patient or event information is not available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.